Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical pap smear abnormal, dyspnea exertional, colposcopy and uterine dilation and curettage. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("expulsion"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psoriasis ("rashes or skin conditions type: psoriasis"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), alopecia ("hair loss,"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), nausea ("nausea,"), tooth disorder ("dental problems"), nervous system disorder ("neuro conditions/problems"), headache ("headaches,"), visual impairment ("vision problems"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and intestinal perforation ("perforation: bowel/bladder") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device expulsion, dysmenorrhoea, pelvic pain, abdominal pain, back pain, psoriasis, hypersensitivity, psychological trauma, alopecia, bladder disorder, urinary tract infection, fatigue, gastrointestinal disorder, nausea, tooth disorder, hormone level abnormal, nervous system disorder, headache, visual impairment, urinary tract disorder, migraine, allergy to metals and intestinal perforation outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, intestinal perforation, migraine, nausea, nervous system disorder, pelvic pain, psoriasis, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection and visual impairment to be related to essure. The reporter commented: she did not received treatment for dysmenorrhea (cramping), pelvic/abdominal pain, back pain, allergy: rash/skin condition, hypersensitivity, expulsion, psych injury, migration, bladder problems, uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) migration,. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical pap smear abnormal, dyspnea exertional, colposcopy and uterine dilation and curettage. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("expulsion"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psoriasis ("rashes or skin conditions type: psoriasis"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), alopecia ("hair loss,"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), nausea ("nausea,"), tooth disorder ("dental problems"), nervous system disorder ("neuro conditions/problems"), headache ("headaches,"), visual impairment ("vision problems"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and intestinal perforation ("perforation: bowel/bladder") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device expulsion, dysmenorrhoea, pelvic pain, abdominal pain, back pain, psoriasis, hypersensitivity, psychological trauma, alopecia, bladder disorder, urinary tract infection, fatigue, gastrointestinal disorder, nausea, tooth disorder, hormone level abnormal, nervous system disorder, headache, visual impairment, urinary tract disorder, migraine, allergy to metals and intestinal perforation outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, intestinal perforation, migraine, nausea, nervous system disorder, pelvic pain, psoriasis, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection and visual impairment to be related to essure. The reporter commented: she did not received treatment for dysmenorrhea (cramping), pelvic/abdominal pain, back pain, allergy: rash/skin condition, hypersensitivity, expulsion, psych injury, migration, bladder problems, uti, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2009: essure confirmation test(s) (unspecified) migration,. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Reporter information, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("expulsion"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psoriasis ("rashes or skin conditions type: psoriasis"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), alopecia ("hair loss,"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), nausea ("nausea,"), tooth disorder ("dental problems"), nervous system disorder ("neuro conditions/problems"), headache ("headaches,"), visual impairment ("vision problems"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and intestinal perforation ("perforation: bowel/bladder") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device expulsion, dysmenorrhoea, pelvic pain, abdominal pain, back pain, psoriasis, hypersensitivity, psychological trauma, alopecia, bladder disorder, urinary tract infection, fatigue, gastrointestinal disorder, nausea, tooth disorder, hormone level abnormal, nervous system disorder, headache, visual impairment, urinary tract disorder, migraine, allergy to metals and intestinal perforation outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, intestinal perforation, migraine, nausea, nervous system disorder, pelvic pain, psoriasis, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection and visual impairment to be related to essure. The reporter commented: she did not received treatment for dysmenorrhea (cramping), pelvic/abdominal pain, back pain, allergy: rash/skin condition, hypersensitivity, expulsion, psych injury, migration, bladder problems, uti, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received- new events bladder or urinary problems or changes, migraines / headaches,nickel allergy, perforation: bowel/bladder were added. Reporters information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("expulsion"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), alopecia ("hair loss,"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), nausea ("nausea,"), tooth disorder ("dental problems"), nervous system disorder ("neuro conditions/problems"), headache ("headaches,") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device expulsion, dysmenorrhoea, pelvic pain, abdominal pain, back pain, dermatitis allergic, hypersensitivity, psychological trauma, alopecia, bladder disorder, urinary tract infection, fatigue, gastrointestinal disorder, nausea, tooth disorder, hormone level abnormal, nervous system disorder, headache and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, device dislocation, device expulsion, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection and visual impairment to be related to essure. The reporter commented: she did not received treatment for dysmenorrhea (cramping), pelvic/abdominal pain, back pain, allergy: rash/skin condition, hypersensitivity, expulsion, psych injury, migration, bladder problems, uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury was replaced with dysmenorrhea (cramping), pelvic/abdominal pain, back pain, allergy: rash/skin condition, hypersensitivity, expulsion, psych injury, migration, bladder problems, uti,fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches,nausea, neuro conditions/problems, vision problems added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.